Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular (rv) lead. It also indicated the criteria for the rv lead integrity alert were met, the impedance of the rv pacing lead was below the expected lower range, and there was oversensing due to non-physiologic signals/sic (sensing integrity counter). The full lead was subsequently returned and analyzed and the inner insulation of the lead developed a breach at the first rib/clavicle location while in vivo. The setscrew marks on the connector pin were too proximal. The outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo.

Event description:
It was reported that the right ventricular (rv) lead had high and low impedance and a high number of short v-v intervals. Lead fracture was suspected. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.